Event description:
A report of pocket pain and sensitivity was received. The patient has lost weight and the implant is tilted in the pocket. The physician recommended a pocket revision to relocate the pocket and also prescribed lidoderm patches to the patient.